Event description:
Three dexcom sensor failures removing sensor repetitively causing redness requiring application of triacimalone cream and use of test strips while system was down. FDA safety report ID # (B)(4).